Event description:
A customer obtained an erroneously elevated bnp result of 2060 pg/ml which was reported out of the lab. A fresh sample collected from the patient on the next day gave the bnp result of 59 pg/ml, and it was also reported out of the lab. A repeat analysis was performed on both samples and obtained results were 53 and 63 pg/ml, respectively. A corrected report was submitted. The customer was not made aware of any injury or change to patient treatment attributed to this event.

Manufacturer narrative:
The samples were collected in edta tubes. Specimens were initially sampled from insert cups in the primary tubes. The repeat analysis was done in 2ml sample cups. Qc was within specifications before and on day of the event. A system check performed on (B)(4) 2009 passed all parameters. A field service engineer (fse) was dispatched: the fse reviewed customer data and found that the elevated bnp result came from reagent pipettor #2. The fse had found reagent pipettor probe tip #2 was worn. The fse completed maintenance and replaced all four reagent pipettor probes. The fse ran a diagnostic testing and a 20-replicate precision run with good results. On recur, results to pivotal assays could be affected which could result in treatment being initiated or withheld. Hardware may have contributed to this event.